Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the elevator fractured while attempting to elevate impacted lower wisdom teeth, which were not loose in the sockets. There was no injury to the patient and no delay. The fractured piece was removed via suction and other instruments were readily available and used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned elevator #77r (part #09-0313, lot #040617c17) shows moderate signs of wear including minor scratches along the handle of the instrument and the tip is fractured. DHR was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the instrument experiencing excessive force. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.